Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found there was a hemispherical shape cut out of the second sealing ring from the entry of the #8-15 connector port. It was noted the ins had been received for analysis new in the box and that this was unrelated to the reason for return of the ins. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis of the implantable neurostimulator identified a device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.